Event description:
Caller alleged false negative troponin I (tni) results on triage cardiac panel test compared to the siemens vista lab analyzer for pt b. Results as follows: on (B)(6) 2012, first whole-blood (wb) draw at 19:42; tni = <0.05, ckmb = 10.5. Sent same sample to lab and run on siemens vista analyzer: tni = 0.140 positive and ckmb = 10.8. On (B)(6) 2012 at 8:13 ran triage with fresh wb sample: tni = <0.05, ckmb = 6.2. On (B)(6) 2012 at 16:57 ran triage with fresh wb sample: tni = <0.05, ckmb = 3.8. Cutoff: siemens vista lab analyzer cutoff is: tni = 0.135. The triage tni cutoff is: tni >0.05 is positive. The pt did not have a myocardial infraction (mi) but the customer was concerned about the discrepant results between triage and the lab.

Manufacturer narrative:
No discrepant or low bias in tni recovery was observed with in-house testing of cardiac lot w51579. Positive calibrators yielded elevated tni results on all replicates. No sample was returned for testing. Sample interference cannot be ruled out. (B)(4). Product performed as expected, product deficiency was not established. Triage does not make a claim to correlate with siemens vista. No corrective action required at this time as no product was established.